Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the device was not providing an image. Additionally, the cable unit was found twisted and a small leakage into the camera head was noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, the intended procedure was completed using the subject device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.